Event description:
The customer reported that an 840 ventilator had an erratic gui display. The customer reported to have replaced the graphical user interface (gui) cpu pcb. Covidien was not authorized to repair the unit. The cse (customer support engineer) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.